Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during treatment, the aquabeam robotic system generated an "e22 - motorpack" error and an unspecified aquabeam console error. Multiple troubleshooting steps were performed; however, the errors persisted. A second aquabeam handpiece was used to resolve the errors. During the jet alignment step with the second aquabeam handpiece, the aquabeam robotic system generated another "e22 - motorpack" error. A second aquabeam motorpack was used; however, the error persisted. Further troubleshooting to resolve the issue was unsuccessful. Subsequently, the treating surgeon aborted the aquablation therapy. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Component code = 4756 - aquabeam motorpack, a reusable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a

Manufacturer narrative:
H.3. Device evaluation: the aquabeam motorpack was not returned for investigation despite multiple attempts to retrieve it. Thus, the root cause remains undeterminable due to the inability to investigate the device. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the occurrence of e22- motorpack error and e23 - motorpack error messages during aquablation therapy. A review of the device history record (DHR) for the ab2000/serial number (B)(6)/ and aquabeam motorpack/ lot number 23c02856 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.